Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead, only the distal portion was returned in one piece. Analysis found an internal insulation abrasion breaching the ring electrode/ right ventricle cable lumen at 9.2 cm to 9.6 cm, 10.1 cm to 10.6 cm, 14.4 cm to 15.9 cm and 34.2 cm to 35.6 cm from the distal tip between the shock coils and proximal to superior vena cava shock coil with intact cable coating.

Event description:
This report is to advise of an event observed during analysis.